Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis technician was unable to verify the customer's reported issue. The ventilator passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the sipap unit stopped delivering oxygen while transporting a patient. The patient was immediately removed from the device and provided positive pressure ventilation via manual resuscitator. The customer stated that patient harm is unknown at this time. The baby suffered from unknown acidosis and tried to compensate it by increasing respiration. This was the reason to transport the baby to the university hospital. At this point, there is no indications about brain damage.